Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382512 and lot number 4261371. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard bc needle pierces the catheter. The following information was provided by the initial reporter: I was informed of this issue at a (B)(6) infusion clinic (outpatient). The 24g autoguard catheter is "catching" on the lower part of the catheter, so the needle shoots forward unexpectedly and uncontrolled. Rns are concerned for patient IV access (piercing through) since they use 24g on pediatric patients and difficult access. They have also reported difficulty with use causing multiple sticks for patients so they have ceased use and switched to an alternative non-bd product. They report that it has been going on for +/- a month and several sites in the (B)(6) network report similar issues. Describe impact to patient, hcp, user or other, including recovery, if applicable? Minor, temporary impact to this particular patient (slight pain and dissatisfaction) who is a family member receiving outpatient chemotherapy. I did not get details about any other patients or complications beyond the concerns from staff mentioned above.